Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed.

Event description:
It was reported that the patient was being treated for a small arteriovenous malformation (avm) in the right hemisphere off the middle cerebral artery (mca). The physician selected the appropriate pedicle feeding artery into the avm from the right mca branch, inflated the scepter mini, and proceeded to onyx the pedicle and avm. The onyx was filling around the balloon immediately and was indicating extravasation outside of the blood vessel. After an angioma run, the pedicle vessel was shown to be ruptured. The scepter balloon was removed and after a few more angioma runs, the bleeding vessel occluded along with the avm. The indication from the physician was the patient appeared to be ok when waking up.